Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one actual sample was received by our quality team for evaluation. Visual inspection of the sample showed foreign matter, a white speck, at the inner wall syringe and found sticky material on the syringe barrel. The white speck embedded foreign matter was observed on the inner wall of the syringe at six locations and was larger than specification. The foreign matter was sent for microscope fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. The ftir results showed that the spectrum of sticky material reasonably matched with that of cellulose-based compounds and likely to be a mixture of protein / amide-based, acrylate-based, and other unknown compounds. Cellophane is a derivative of cellulose and plants, wood, paper, and other similar materials are also composed of cellulose. Zein is a type of protein and further processes into resins and other polymers which has been used in the manufacturing of a wide variety of commercial product. The ftir results shows that the spectrum of the white specks had some similarities with that of the syringe material which matches with polypropylene, although no good match is available within the library. Therefore, the team was able to confirm the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. Investigation showed that the sticky material foreign matter could have been transferred from the manufacturing environment during handling or assembly process. A communication will be conducted to all manufacturing associates to raise awareness on this non-conformance, proper gmp and housekeeping procedures. Probable cause of the white speck foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. Current control is that there is a yearly preventative maintenance to clean the injection screw, which will be updated to two monthly. An enhanced cleaning of the injection screw has also occurred.

Event description:
It was reported that syringe 50ml ll precise contained foreign matter. The following information was provided by the initial reporter: "there was a foreign matter in the syringe white foreign matter on the inner wall of the syringe the outer wall of the needle is suspected to be a mark of glue. Unused, found during inspection the samples can return."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll precise contained foreign matter. The following information was provided by the initial reporter: "there was a foreign matter in the syringe. White foreign matter on the inner wall of the syringe. The outer wall of the needle is suspected to be a mark of glue. Unused, found during inspection. The samples can return."